Event description:
The complainant reported that the automated impella controller (aic) outlet for the white power pug was ripped off. There was no patient harm reported.

Manufacturer narrative:
The investigation into the damage has been completed. The impella automated controller was not received from the customer. The field service engineer (fse) confirmed the damage to the aic and replaced the related parts. The cause of the issue was use related. This report is being filed as part of a retrospective review of historical records.